Manufacturer narrative:
The event date is unknown. Please note that this device was used in an off-label manner as it was implanted for dystonia. The explant date is unknown. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 25-aug-2012, UDI#: (B)(4); product ID: 7482a95, serial/lot #: (B)(4), ubd: 21-apr-2012, UDI#: (B)(4); product ID: 3387s-40, serial/lot #: (B)(4), ubd: 25-aug-2012, UDI#: (B)(4); product ID: 7482a51, serial/lot #: (B)(4), ubd: 24-sep-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the entire deep brain stimulation (dbs) system was explanted several years ago due to infection. The date of explant is unknown. It is unknown if there were any  factors that may have led or contributed to the issue and unknown if diagnostics/troubleshooting were performed. The issue was resolved. Refer to manufacturer report #3004209178-2021-04405 for related device.